Event description:
Customer reported leaking at the point of the tube to clave connection.

Manufacturer narrative:
Products were not returned for investigation. However the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.